Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient recognized a slight reduction in their pump flow; they were asymptomatic. A ventricular assist device (vad) coordinator confirmed the reduced flow and a transthoracic echocardiogram (tte) was performed that revealed an increased velocity in the outflow graft. The patient was admitted on (B)(6) 2022 and a computed tomography (CT) scan was performed that identified a narrowing in the outflow graft underneath the bend relief. A stent was placed in the outflow graft on (B)(6) 2022. No further issues have since been reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no computed tomography (CT) images were submitted for review and the patient remains ongoing. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.